Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The libre sensor kit expiration date is 30 nov 21. The medical event associated with this complaint case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the sensor detached prematurely. Due to delivery delay, customer reported they developed symptoms of sweating, convulsions, and loss of consciousness, requiring treatment of insulin (dose/type unknown) by a third-party. There was no report of death or permanent injury associated with this event.